Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked remotely with user to reboot the device, after that the station booted up properly and functionality was verified. The system functioned as intended after field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the keyboard was not functioning. It was reported that liquid may have been spilled on the keyboard, causing it to become unresponsive and require replacement. This issue prevented user sign in and system access. There were no delay or adverse events or injuries reported based on this event.